Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Calibration and qc were passing at the time of the event. The investigation determined that there was sample carryover. After pipetting at the c module, a sample carryover wash is required. The investigation found that the elecsys hiv duo is performing according to specifications.

Event description:
There was an allegation of a questionable false positive elecsys hiv duo result from the cobas e 801 analytical unit for one patient. The initial result was 24.5 coi (reactive), accompanied by a data flag, and the repeat result was 25 coi. The ahiv result was 24.5 coi (reactive), accompanied by a data flag. The hivag result was 0.161 coi (non-reactive), accompanied by a data flag. On (B)(6) 2025, a different tube from the same sample collection was tested, and the result was 0.182 coi (non-reactive), accompanied by a data flag. The ahiv result was 0.0864 coi (non-reactive). The hivag result was 0.160 coi (non-reactive). On (B)(6) 2025, the customer requested a new sample, and the result is 0.198 coi (non-reactive), accompanied by a data flag. This result confirmed the non-reactive result and was reported. The ahiv result was 0.0824 coi (non-reactive). The hivag result was 0.180 coi (non-reactive). The questionable positive result was not reported to the patient or the physician.